Manufacturer narrative:
(B)(6).

Event description:
The customer stated that they received an erroneous result for one patient sample tested with ca2 calcium gen.2 on the cobas 4000 c (311) stand alone system. The sample initially resulted with a value of 3.48 mmol/l and this value was reported outside of the laboratory to the physician. The physician questioned the value since it was implausibly high. The sample was repeated on (B)(6) 2018, resulting as 2.36 mmol/l. No adverse events were alleged to have occurred with the patient. The calcium reagent lot number is 337672, with an expiration date of 31-jul-2019. The field service engineer performed maintenance and checked the instrument. He determined that the wash function of the probe was not sufficient and that cuvettes on the analyzer had not been changed frequently. On (B)(6) 2018, the customer stated that they continued to have problems with the instrument and had questionable results for an additional patient sample tested for calcium. The field service engineer checked the instrument and changed the sample probe. He performed full maintenance on the instrument including replacing the cuvettes. The customer checked pre-analytic handling with the tube manufacturer and no issues were found.

Manufacturer narrative:
The laboratory water supply system was checked and no negative results were observed. The water quality of the laboratory seems to be good. The customer did not encounter any further issues after the change of the sample probe. The alarm trace provided from (B)(6) 2018 showed frequent low pressure sensor alarms and frequent low water tank level alarms. The customer confirmed that there were a lot of abnormal sample aspiration issues with the sample probe. Based on the provided information, a general pre-analytic sample handling, reagent, or instrument issue do not seem likely. The investigation could not identify a product problem. The cause of the event could not be determined.